Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab leaked. Blood was noted in the tubing. Event complications: none from the event - rptd 6/6/97. Pt's current status: unk - rptd 6/6/97.